Event description:
A hemodialysis (hd) patient reported via facebook social media post that they experienced trouble breathing during treatment. The patient experienced tightness in the chest and it was painful to breath. The patient was switched to a hypoallergenic dialyzer then to a larger "regular" dialyzer for better clearance. The patient reported that clotting occurred with the larger regular dialyzer. The patient's estimated blood loss (ebl) was not provided. There was no indication from the provided information that the patient experienced a serious injury or required medical intervention. No samples were returned to the manufacturer for physical evaluation. No additional information could be provided.

Manufacturer narrative:
Plant investigation: although it was reported the patient experienced chest tightness and painful breathing during treatment, there was no indication from the provided information that the patient experienced a serious injury or required medical intervention. No samples were returned or reported to be available to the manufacturer for physical evaluation. No additional information could be provided. As there were no patient identifiers, clinic information, or lot information provided by the complainant, an sap delivery search could not be performed to identify all lot numbers number shipped to the complainant in the three months prior to the occurrence date. Furthermore, a lot history review nor a production lot review could not be performed. The optiflux dialyzer instruction for use (IFU) indicates the following: "in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment".

Event description:
A hemodialysis (hd) patient reported via facebook social media post that they experienced trouble breathing during treatment. The patient experienced tightness in the chest and it was painful to breath. The patient was switched to a hypoallergenic dialyzer then to a larger "regular" dialyzer for better clearance. The patient reported that clotting occurred with the larger regular dialyzer. The patient's estimated blood loss (ebl) was not provided. There was no indication from the provided information that the patient experienced a serious injury or required medical intervention. No samples were returned to the manufacturer for physical evaluation. No additional information could be provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.